Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after they went swimming, they noticed that the pump lost power. The reporter stated that there was a tear near the down arrow on the keypad. The reporter confirmed that the battery compartment and battery cap were not damaged. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump. A test cap was found to tightly secure to the pump with no visible yellow o ring. No damage was observed to the battery compartment. The pump was able to power on with the appropriate vibratory and audible alarm warnings. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with no power loss issues. The reported complaint was unable to be duplicated during investigation.